Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: device evaluation: on examination, the battery compartment was found to be cracked on the side and below the bumper pad. The display was noted to be discolored.

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment and a discolored display screen. This report is made based on results of investigation completed on 05/29/2015.